Event description:
It was reported that a user experienced hyperglycemia with blood glucose readings up to 415 mg/dl while using the ilet despite a full supply change, and education was provided regarding expected time to effect and the requirement to suspend ilet dosing for a minimum of two hours if administering humalog by pen. Customer care provided support that included remote troubleshooting, user guidance on insulin delivery timing, and follow-up assessments. Investigation of this case revealed no confirmed device malfunction, and the cause of the hyperglycemia remained unclear. No clinical symptoms associated with hyperglycemia reported. Outcomes included return of blood glucose to range after troubleshooting and education. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.